Manufacturer narrative:
This report is submitted january 3, 2018.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, due to migration of the electrode array. The device was explanted and the patient was reimplanted with another cochlear device during the same surgery.